Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500mg/dl. Reportedly, customer was using fiasp for insulin therapy. The customer declined troubleshooting with tandem technical support and declined to provide additional information.